Event description:
It was reported to boston scientific corporation that a covered wallstent biliary endoprostheses was intended to be implanted within the bile duct of a cancer patient on (B)(6), 2010. According to the complainant, the patient had a previously implanted unknown plastic biliary stent. The date of implantation could not be confirmed. On (B)(6), 2010 it was discovered that the patient had cancer. The physician immediately wanted to remove the plastic stent, and implant a metal wallstent. An endoscopic retrograde cholangiopancreatography procedure was performed to remove the plastic stent, where it was discovered that the plastic stent was occluded. The occluded plastic stent was removed from the patient without issue. The patient's anatomy was reported to not be tortuous, nor dilated prior to the insertion of the metal wallstent. After cannulation, the wallstent was inserted into the patient's bile duct via guidewire; however during deployment the outer sheath detached from the handle. Due to the handle break, the stent was unable to be deployed inside the patient. The wallstent was removed from the patient without issue. There were no other metal stents available; therefore a plastic biliary stent (10 fr, 10cm) was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The clear outer sheath was kinked, and the blue outer sheath was separated in two, distal to the t-bar connector. The ends of the separated sheath were frayed, and the inner lumen was stretched and kinked. The t-bar connector was detached from the outer sheath; however there was evidence of a fillet of glue present on the t-bar connector indicating that glue had been applied as required during manufacture. During analysis, it was not possible to retract the outer sheath by hand, therefore the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. The inner lumen was kinked in the same location as the kink in the clear outer sheath of the stent. Numerous holes were noted in center of the stent cover. In order to examine the stent, it had to be deployed through the kinked delivery system. This could be a potential contributing factor to the holes noted in the stent cover. The distal stent wires were noted to be uncrossed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The dfu / product label states "predilatation of the biliary stricture, with a balloon catheter or appropriate dilator, may be performed prior to stent implantation at the option of the physician." However, the complaint states that the lesion was not dilated prior to stent implantation. This could be a potential contributing factor to the complaint incident. Based on the condition of the returned device, and the evaluation conducted the most probable root cause is operational context.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a covered wallstent biliary endoprostheses was intended to be implanted within the bile duct of a cancer patient on (B)(6), 2010. According to the complainant, the patient had a previously implanted unknown plastic biliary stent. The date of implantation could not be confirmed. On (B)(6), 2010 it was discovered that the patient had cancer. The physician immediately wanted to remove the plastic stent, and implant a metal wallstent. An endoscopic retrograde cholangiopancreatography procedure was performed to remove the plastic stent, where it was discovered that the plastic stent was occluded. The occluded plastic stent was removed from the patient without issue. The patient's anatomy was reported to not be tortuous, nor dilated prior to the insertion of the metal wallstent. After cannulation, the wallstent was inserted into the patient's bile duct via guidewire; however during deployment the outer sheath detached from the handle. Due to the handle break, the stent was unable to be deployed inside the patient. The wallstent was removed from the patient without issue. There were no other metal stents available; therefore a plastic biliary stent (10 fr, 10cm) was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.